Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) distal conductor fractured. Full lead returned and analyzed.

Event description:
It was reported the lead was explanted and replaced due to fracture and delivery of inappropriate shocks. No further patient complications were reported as a result of this event.